Event description:
It was reported that during a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that an instrument was stuck on a system arm. The tse learned that the user was able to remove the instrument and then found that the instrument was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Instrument was reported stuck on the arm and found to be broken after removal. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow up MDR will be submitted if additional information is received.